Manufacturer narrative:
This occurred on an unknown date in 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set had air in line. This occurred during patient use. It was stated that the bag was spiked and the set primed by pharmacy. There was air in the line above the pump to the bag and the drip chamber was full of air. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.